Event description:
The complainant reported a patientin acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella cp pump stopped. Several unsuccessful attempts were made to restart the pump on a different pressure level and changing out the automated impella controller. It was reported the pump still would not start and showed a controller error after several attempts to restart. Later it was discovered that the purge solution the clinic was using was not optimal, it was unclear how long the purge solution was used. The patient was reported to be stable and was successfully weaned.

Manufacturer narrative:
The investigation into the pump stop has been completed. The impella pump was returned for investigation. The system logs show a sudden increase in motor current followed by a high motor current pump stop. Bearing wear was confirmed on the returned product. Trending did not indicate any systemic issues related to pump stop. The cause of the pump stop issue was bearing wear. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk cpi & impella rp with smart assist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smart assist system catheter unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.